Event description:
It was reported that the venous bubble sensor was defective. This was discovered during treatment. No patient harm was reported. Complaint ID#(B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Manufacturer narrative:
It was reported that the error message "venous bubble sensor defective" was displayed multiple times during treatment and training. The customer made a getinge employee aware of the reported failure on 2022-01-13. A getinge service technician (fst) was sent for investigation and repair on 2022-01-13 and 2022-02-22. The reported failure could not be duplicated. The venous bubble sensor was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. According to the logfile analysis the error message "venous bubble sensor defective" occurred on (B)(6) 2022 during treatment, the user did not set an intervention for a pump stop. After treatment on (B)(6) 2022 the failure occurred twice during training. However, based on the risk analysis v23 following root causes can lead to the reported failure: - influence due to other ultrasonic devices, - bubble sensor not plugged correctly, - connection of non-compatible sensor, - environmental influences (atmospheric pressure, temperature, humidity, overvoltage), - bubble sensor disturbed. Based on the results the reported failure "venous bubble sensor defective" could not be duplicated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).